Event description:
The subject device was returned for analysis and the device investigation revealed that subject guidewire distal tip was broken/fractured during use. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
This is 2 of 2 reports - 2nd MDR. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the guidewire was fractured along the nitinol tubing at 290cm , the platinum wire was stretched and the core wire was exposed. A functional inspection was not required. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported guidewire distal tip stretched was confirmed during analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that during the super-selective catheterization, the subject guidewire was stretching. Additional information provided by the customer indicated that the device was prepared for use as per the dfu. There was no damage noted to the packaging prior to opening the packaging. The device was confirmed to be in good condition during preparation/ prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. The patient's anatomy was severely tortuous. During analysis, the guidewire was fractured along the nitinol tubing at 290cm, the platinum wire was stretched, and the core wire was exposed. The guidewire likely fractured due to severe tortuosity of the patient¿s vessels, which might have caused excessive bending and torsional stress during super-selective catheterization. In the follow up gfes it was mentioned that the issue occurred in the area distal to the ica, where the tortuous anatomy might have contributed to stretching and subsequent damage to the guidewire. An assignable cause of procedural factors will be assigned to as reported 'guidewire distal tip stretched' as well as analyzed 'guidewire distal tip stretched¿, 'guidewire distal tip broken/fractured during use', as this complaint appears to be associated with a product that met stryker design and specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.